Manufacturer narrative:
Unit was just received back and no eval is available yet.

Event description:
Allegedly, EKG unit flat lines when rotocut is activated (maximum 30 second at a time). Operating room was able to monitor pt vital signs using sap oxygen wave monitor. Procedure completed with no pt impact.